Event description:
Healthcare professional reported, left side deflation. Later, healthcare professional reported, left side "hole non- specific" and "pin". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Later, healthcare professional reported left side "hole, non- specific" and "pin". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: two openings observed on patch side assessed as surgical damage like and one opening observed on radius side assessed as surgical damage. Additional observations: ¿ white particles observed inner the device. ¿ creases were observed.